Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customers product has been requested for investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for libre sensor and perception code for the last year. The review identified a tripped trend for this perception code. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer on vacation in spain reported that a high readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. Customer received unspecified higher sensor scan results and experienced trembling, sweating, memory problem, "could not longer drink or swallow", and a loss of consciousness customer was unable to self-treat and required treatment of a glucose injection by her spouse. There was no report of death or permanent impairment associated with this event.

Event description:
A customer on vacation in spain reported that a high readings issue with the abbott diabetes care (adc) device was reported. It is unknown whether the customer noted a trend arrow on the device. Customer received unspecified higher sensor scan results and experienced trembling, sweating, memory problem, "could not longer drink or swallow", and a loss of consciousness customer was unable to self-treat and required treatment of a glucose injection by her spouse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. An extended visual investigation has been performed on the returned de-cased sensor and observed damage to the molex connector during de-casing. This damage did not affect the sensor. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all functionality test indicates that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to (B)(6) based on the returned product. All pertinent information available to abbott diabetes care has been submitted.